Event description:
Customer reportedly received the following results on the aviva system, on (B)(6) 2014, within 10 minutes: 462 mg/dl and 139 mg/dl. Customer reportedly received the following results on the aviva system, on (B)(6) 2014, within 10 minutes: 406 mg/dl and 143 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.